Event description:
It was reported that during a laparoscopic descending colectomy was performed to remove a mass at approximately 20cm. A cdh29p was used to complete the anastomosis, and icg was used to confirm blood supply to the anastomosis. Complete "donuts" were confirmed after removal of the circular stapler. While introducing the stapler rectally, it was noted that there was a fair amount of liquid stool. Postoperatively, the patient fell 2 times at the hospital. On september 16th, the patient felt unwell and presented a fever. The surgeon took the patient back for an exploratory laparotomy and found a complete circumferential dehiscence of the anastomosis, and an abdomen filled with stool. The abdomen was washed out and a colostomy was performed. The patient is recovering.

Manufacturer narrative:
(B)(4) date sent 10/8/2025 d4 batch # unk h6: health effect ¿ clinical code gastrointestinal system (e10). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 11/5/2025. Additional information was requested and the following was received: what were the indications for surgery? Cancer. What surgical procedure was performed? Laparoscopic sigmoid colectomy. Did the patient receive any preoperative chemotherapy or radiation? No. Were there any issues experienced with the device in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? Dr. (B)(6). Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Does not recall. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Were there any issues with device use/firing? No. What confirmation was received that the device completed the firing sequence? Green checkmark. They always confirm. Was the green checkmark visible at the end of the firing? Yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? 2. They always do 2 turns. Was there any difficulty removing the device? No. Was a complete transection of the white breakaway washer visually confirmed? Yes, on mayo stand when inspecting donuts. Were the donuts inspected? If so, please describe. Yes, complete. Were there any issues noted with staple formation? If so, please describe the shape and location. None observed. Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? Unknown on all accounts. Patient fell 2x post op and is a vegetarian with very little protein intake. Everything went well during surgery so this was unexpected by all. Was a leak test performed? If so, what type and what was the result? Leak test performed by blowing air up rectum. Was the staple line visualized endoscopically during the initial surgical procedure? Anastomosis visually inspected laparoscopically but not through a sigmoidoscope.